Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a dark screen. There was no patient involvement when the issue occurred. No patient or user harm reported. The se was evaluating the device and reported that the v60 ventilator had a dark screen (the screen display was readable even when the brightness was minimum). The se replaced the user interface assembly and reported that the issue was improved.